Manufacturer narrative:
This report is for 1 unknown nail. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4). This report is for 1 unknown nail. PMA/510(k) number is unknown. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tibia nail and screws construct was removed on (B)(6) 2016 due to pain of the distal tibia. It was noted the patient was experiencing pain and irritation that may have been cause by a slightly proud seated screw. The entire construct was removed; one (1) nail and an unknown number of screws. All implants were removed easily and intact. There was no surgical delay or additional medical intervention required. The original implant date and procedure were unknown. The patient did not have any other construct implanted as the original fracture had healed. The patient is currently stable. This report is for unknown quantity of unknown screw. This is report 2 of 2 for com-(B)(4).